Event description:
"Nest" of matted and adhesed bowel; patchy foreign body giant cell reaction. Information received on 14-jun-2007, from a nurse risk manager regarding a male patient, initials unknown, who underwent an unspecified surgery two months earlier, during which two sheets of seprafilm were placed in the sacral hollow. In 2007, the patient underwent re-operation for resection of a large "nest" of matted and adhesed bowel. The pathology report noted "patchy foreign body giant cell reaction." The reporter suggested that the adhesions are probably secondary to the inserted exogenous material. No other information was provided.

Manufacturer narrative:
.